Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced anxiety ("anxiety"), headache ("headaches"), coccydynia ("tailbone pain") and intervertebral disc degeneration ("disc degeneration in my lower back"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, anxiety, headache, coccydynia and intervertebral disc degeneration outcome was unknown. The reporter considered anxiety, coccydynia, headache, intervertebral disc degeneration and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Event injury removed. Events: medical device removal, anxiety, headache disc degeneration in lower back were added. On 23-mar-2020: social media content reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.